Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the master tool manipulator (mtm) to resolve the reported problem. The system was tested and verified as ready for use. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the master tool manipulator malfunctioned was not able to work after the start of the procedure and the surgeon was able to continue with the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system was having a recoverable fault and the left master tool manipulator (mtm) was not responding as expected. An intuitive surgical (is) technical support engineer (tse) has reviewed live logs and found error 23031 pointing to mtm l button sensor #1. The tse instructed them to exercise mtm l clutch buttons and rebooted the system exercising the surgeon side cart (ssc) circuit breaker. After rebooting, the system came back again with the same error. The tse informed customer they will be able to continue with the procedure by disabling the button and using foot clutch or using the second ssc. The procedure continued as planned. There was no report of patient injury. Intuitive surgical (is) contacted the site/reporter and obtained the following additional information regarding this event: we are not allowed to disclose data of a patient. The operation was a da vinci radical. Therefore, the patient was a male aged 69. As we have a second system, the console could be replaced after the operation. The repair took place the day after.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the reported issue during sine cycle. The following parts will be replaced as a fix: axis 1 motor, axis 2 motor a1 motor cable, a2 motor cable, axis 1 pot, and axis 2 pot.